Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument was also found to have a bent grip and the tip does not align with the other grip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to exhibit imprecise motion when the master tool manipulators (mtm) were controlled. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively. There were also multiple input shafts cracked. Hairline cracks were found on input disk #6 & #7.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not follow the command of the surgeon. The surgeon would try to turn instrument to the left, but the instrument would go to the right. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The failure was not related to an inability to move the instrument at all. There was less movement of the instrument observed by the surgeon than intended. The instrument would not move in the intended direction. The instrument would move in the opposite direction intended. The timing of the instrument seemed appropriate with no lag. There was no friction or shakiness observed or experienced. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The issue was persistent. There was no injury to the patient during the event. The instrument was used on the first clip application when the incident occurred. The customer had to switch to another instrument to resolve the issue.